Event description:
Defective liftloc huber needle. The needle was leaking from extension tubing. Rn has accessed the patient with the needle when saline squirted out at the junction between the needle and extension tubing. Rn needed to remove needle and stick the patient a second time.